Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The dense of liquid which used in cement preparation is too thick to use. The state of liquid shows like jelly instead of normal fluid solution.